Event description:
The caller reported that the t:slim x2 pump battery was not charging, and a power source alert was noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a functioning outlet and wait at least 30 minutes for the pump to begin charging, and a follow-up was scheduled by technical support.